Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166122 were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips. All results were within the range

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 361 mg/dl, 223 mg/dl and 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.